Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reporting rupture and capsular contracture baker grade IV. Device remains implanted. This relates to the right device.

Event description:
Previous medwatch submission noted rupture and capsular contracture. Upon further information, allergan has determined that the event of rupture and capsular contracture did not occur.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.